Event description:
The facility's technician reported a fail code 538, which occurred during patient use. No patient injury or medical intervention were reported to have occurred. An unknown medication was being infused. Information was requested by baxter regarding pump programming and set-up information, tubing product code and lot number in use and the medication involved if applicable, but no additional information was available. Additional contact information was requested but no additional contact was identified.